Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 had lower than desired oxygenation levels. Approximately thirty-six hours after being put on ECMO support, the patient¿s pao2 was 164 mmhg. There were no other notable issues observed by the reporting facility. It was reported that a system change was necessary, and the kit was replaced. The patient experienced approximately 670 ml of blood loss due to the kit exchange. There were no further details provided in the initial reporting. The sample is expected to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: b5.

Event description:
A user facility reported that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 had lower than desired oxygenation levels. Approximately thirty-six hours after being put on ECMO support, a sample taken from the ECMO circuit (post-oxygenator) was 164 mmhg. There were no other notable issues observed by the reporting facility. It was reported that a system change was necessary, and the kit was replaced. The patient experienced approximately 670 ml of blood loss due to the kit exchange. Upon follow-up, it was confirmed there were no clots visible in the oxygenator or tubing before or after rinsing the product. The pump head was confirmed to be properly seated in the pump drive. There were no novalung console alarms that occurred. The patient was on veno-venous ECMO, with blood flow set to about 6 l/min, and the pump speed at approximately 8600 rpm. It is unknown what the pao2 was when ECMO support began. The highest pao2 was unknown; only the patient's blood gases were measured. After installation of the system, they drew an arterial blood gas directly from the patient (on (B)(6) 2024). The patient had a pao2 of 91 mmhg with reduced ventilation. By (B)(6) 2024, at 09:38 am, the patient's pao2 had dropped to 61.3 mmhg with an so2 of 91.3%. After thirty-six hours, the pressure readings were as follows: p1: -100 mmhg / p2: 324 mmhg / p3: 236 mmhg. The 164 mmhg value was the only sample taken from the ECMO circuit (post-oxygenator). It is unknown if the reported issue resulted in any serious patient adverse effects or the need for medical intervention; all that was known was that the event resulted in blood loss. It was confirmed that the sample was expected to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The oxygenator had been rinsed, and there was minimal blood residue visible on the outside. There were no clots or large amounts of blood residue observed within the device. The testing of the gas exchange performance showed that the oxygen transfer rate was 45 ml/min (limit: 36 ml/min) and the measure transfer rate for co2 was 120 ml/min (limit 111 ml/min). The measured gas exchange performance met the acceptance criteria. A review of the device history record (DHR) was performed. No nonconformities were observed during the manufacturing process of the oxygenator. There was one quality event related to the gas exchange performance of the xlung kit 230 from this lot, with serial number (B)(6). This serial number revealed that the transfer rate for carbon dioxide was not within the specification (co2 96 ml/min). However, the gas transfer for oxygen was within specification. It was found that the oxygenator in question had not been stored appropriately. Other possible causes were ruled out. Five additional test samples from this batch were tested and passed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. In conclusion, examination of the complaint sample did not reveal any defects. The performance test showed that the oxygenator was within the product specification for gas transfer. A definitive cause for the low po2 values could not be determined. Due to the increased number of complaints describing a low post-oxygenator po2 value, a CAPA was opened for further investigation.

Event description:
A user facility reported that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 had lower than desired oxygenation levels. Approximately thirty-six hours after being put on ECMO support, a sample taken from the ECMO circuit (post-oxygenator) was 164 mmhg. There were no other notable issues observed by the reporting facility. It was reported that a system change was necessary, and the kit was replaced. The patient experienced approximately 670 ml of blood loss due to the kit exchange. Upon follow-up, it was confirmed there were no clots visible in the oxygenator or tubing before or after rinsing the product. The pump head was confirmed to be properly seated in the pump drive. There were no novalung console alarms that occurred. The patient was on veno-venous ECMO, with blood flow set to about 6 l/min, and the pump speed at approximately 8600 rpm. It is unknown what the pao2 was when ECMO support began. The highest pao2 was unknown; only the patient's blood gases were measured. After installation of the system, they drew an arterial blood gas directly from the patient (on (B)(6) 2024). The patient had a pao2 of 91 mmhg with reduced ventilation. By (B)(6) 2024, at 09:38 am, the patient's pao2 had dropped to 61.3 mmhg with an so2 of 91.3%. After thirty-six hours, the pressure readings were as follows: p1: -100 mmhg / p2: 324 mmhg / p3: 236 mmhg. The 164 mmhg value was the only sample taken from the ECMO circuit (post-oxygenator). It is unknown if the reported issue resulted in any serious patient adverse effects or the need for medical intervention; all that was known was that the event resulted in blood loss. It was confirmed that the sample was expected to be returned for manufacturer evaluation.